Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. There is no indication that the defective electrode belt caused or contributed to the patient death. Manufacture dates: monitor: 2/17/2015. Belt: 4/27/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. It was reported by the patient's wife that the patient sat down and lost consciousness. The device was reportedly alarming. It was reported that the wife was able to wake the patient up and they decided to go to the hospital. Upon standing the patient collapse and lost consciousness and passed. Per clinical review of the download data, the lifevest detected and arrhythmia three times from 19:09:46 to 19:28:11. The lifevest properly detected ventricular tachycardia (vt) at 150 bpm with motion artifact transitioning to asystole with CPR artifact with intermittent cardiac activity. The rhythm then transitions to bradycardia at 40 bpm with CPR artifact until the electrode belt was disconnected at 19:28:41. The response buttons were pressed during this time. It is unclear who pressed the response buttons. The device properly detected vt, however, the heat rate was at or below the prescribed treatment threshold (150 bpm), and the response button use and motion artifact prevented the lifevest from treating the patient. The patient subsequently passed away on (B)(6) 2019.